Event description:
On (B)(6) 2013, the patient underwent emergent repair of a 12 cm abdominal aortic aneurysm with four gore excluder aaa endoprostheses featuring the c3 delivery system. It was reported the patient's proximal neck was short and angulated, measuring 2.2 cm in length and 90 degrees in angulation. It was reported the trunk-ipsilateral leg component moved distally during deployment (amount unknown) due to lack of seal zone in the proximal neck. The device was left where it landed, the procedure was concluded. Final angiogram showed exclusion of the aneurysm, and the patient tolerated the procedure. On (B)(6) 2013, follow-up imaging showed a proximal type I endoleak reportedly due to the short and angulated neck. The same day, an intervention was performed whereby two aortic extender components were implanted, and staples were placed proximally to stabilize and secure the grafts. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.